Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Rv lead migration was also suspected. The physician was considering lead revision. To this date, the lead remains in service. No adverse patient effects were reported.